Manufacturer narrative:
The subject product was discarded and not returned for evaluation. As reported by the surgeon who performed the hernia repair, the sorbafix fixation device was working correctly in the case. All other tacks were reported in good position on the prosthesis and the prosthesis was well fixed. Based on the information provided, it cannot be determined at this time if the loose fastener in the abdomen caused or contributed to the bowel perforation/peritonitis experienced by the patient post-op. Two product codes and lot numbers were provided. It was unknown at this time which product code and lot number was used. A review of the manufacturing records for both product codes/lot numbers was performed and found that both lots were manufactured to specification. Used on patient and discarded.

Event description:
It was reported that a laparoscopic ventral hernia repair with mesh and tacks was performed with a sorbafix fixation device on (B)(6) 2019. The case went well, and the sorbafix was working correctly as reported by the surgeon that did the case. On (B)(6), a re-operation was performed by a second surgeon because of a bowel perforation creating a peritonitis. The surgeon allegedly found a sorbafix tack free in the abdomen near the perforation site. The appearance of the perforation seemed to correspond to that produced by a foreign body. No other foreign body was identified in the abdomen or in the intestine. All other tacks were in good position on the prosthesis and the prosthesis was well fixed. Surgeon did repair the bowel and disinfect. The tack that was still in the abdomen was removed.